Event description:
A patient experienced an epilepsy crisis a few hours after a surgical operation where floseal was utilized (lot unknown). The surgery was a neurosurgery. According to the reporter, after the operation, the patient woke up without any symptoms, but after few hours the crisis started and led to the hospitalization of the patient (3 weeks). There is no other information available. Further information is being requested.

Manufacturer narrative:
(B)(4). Baxter medical assessment: epileptic seizure is a common postoperative occurrence after intracranial surgery, nevertheless non-irrigation of the applied excess floseal may also cause local cortical effects that may trigger epileptic seizures, especially if the material is impregnated with blood. Following clinical facts have to be clarified: reason for surgery and type of surgery performed. If brain tumor surgery has been performed, could the brain tumor be removed radically. Potential history of epileptic seizures prior to the surgical intervention, and if yes, was the patient on antiepileptic medication. If on antiepileptic medication, has the treatment been discontinued perioperatively. Indication for using floseal and application outcome (has the bleeding been controlled). Has floseal been applied for intraoperative hemostasis in the presence of active bleeding. Has the excess product (material non-incorporated in the clot) been removed by meticulous irrigation. What were the findings of neuroimaging (CT, MRI) after the seizure occurred (blood, tumor remnant, compressive hematoma, brain edema). Reason for hospitalizing the patient for three weeks and therapy during this period. In the absence of sufficient clinical information an assessment of a causal relationship is not possible. This is being reported as a conservative measure. A follow-up report will be submitted upon receipt and evaluation of the additional information requested.

Manufacturer narrative:
(B)(4). The initial information received was not sufficient for an assessment of a causal relationship with the product. Multiple attempts were made to contact the reporter in an effort to obtain additional case information. No response was received. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This complaint will be kept on file for trending purposes.